Manufacturer narrative:
The reported event that screwdriver bit axsos t15, ao fitting 4.0mm locking set was alleged of issue s-11 (breakage during surgery) could be confirmed, since the returned device matched the reported failure. Visual inspection was performed and it showed that the screwdriver bit was broken at the tip. The breakage shows a fracture surface that is typical for a torsion fracture and fatigue breakage due to too much force applied while loosening the screw. The screwdriver was most likely twisted under high loads and eventually broke. Such power, in combination with hard bone, and even with high torsion force could definitely deform the screwdriver and lead to such a breakage. Moreover, corrosion was observed on the surface as well. Improper maintenance of the device might have led to corrosion initiation. Due to the nature of the returned device, a functional and dimensional inspection was not possible. The device is considered multiple use, which means that it experiences a lot of usage, sterilization processes and transportation throughout the years, and all these procedures can definitely affect its integrity. Attention should be taken in the maintenance of multiple use devices and the instructions for cleaning, sterilization and maintenance should be followed. If the device has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. A review of the labeling did not indicate any abnormalities. No material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Attempted to remove the implanted screw of the axsos by the driver on proximal of tibia. The driver was broken. The another driver was used, but it was broken, too.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Attempted to remove the implanted screw of the axsos by the driver on proximal of tibia. The driver was broken. The another driver was used, but it was broken, too.